Event description:
Pt received the device in 2000. The product was not working properly and was removed in 2002. Product did not adhere to the hip bone. A non-cemented product. The product came loose and had to be removed and replaced with a cemented stem. Product caused pain in hip joint.